Manufacturer narrative:
Sections with additional information as of 23-sep-2024: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and defect found on returned test strips: high blood readings. No defect found on returned meter. Root cause: rc-072: vial left open for an extended period of time.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from back-to-back tests obtained that morning fasting of 273 and 307 mg/dl. The customer¿s expected am fasting blood glucose test result is below 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 10/31/2025 and open vial date is less than one month ago. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned - product evaluation in-process. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note 1: manufacturer contacted customer in a follow-up call on 09-aug-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated he would test with the replacement products and call manufacturer. Note 2: manufacturer contacted customer in follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.